Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was an estimated replacement indicator (eri) icon noted. Patient had seen the eri icon approximately 6 months prior on patient programmer. At the time of report the patient was unable to power up patient programmer for troubleshooting. It was noted the patient programmer was not 'working properly.' It was also noted there was a loss of therapeutic effect. Patient had not been getting therapy and had not felt stimulation for approximately 6 months. Approximately one week later it was reported the patient was unable to adjust stimulation. It was noted there was a 'call you doctor' icon and eri. It was noted 'it stopped working three months ago.' It was also noted the patient planned on seeing a health care professional. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.